Manufacturer narrative:
The patient will be returning the communicator for analysis.

Event description:
Boston scientific crm received information that the patient reported that their communicator had lost power. The green light was not lit. The patient went to check the power cord and said it was very hot to the touch and they burned their thumb. Medical intervention was not needed. No patient injuries reported.